Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and seizure.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. The patient experienced inaccurate cgm values which occurred on an unspecified day after the sensor was inserted into the arm. On 01/14/2024, upon waking, the patient received a cgm alert of 40 mg/dl. The patient tested his bg meter reading, and it was 40 mg/dl as well. The patient self-treated with a glucose tablet and ate "carbs". The patient then went to work. While the patient was at work, the patient collapsed and had a seizure. The patient¿s cgm was reading 225 mg/dl and the bg meter was reading 590 mg/dl. The patient¿s co-workers called 911. Once emergency medical service arrived, the patient was transported to the emergency room. The patient was treated with an unspecified IV and an IV insulin drip. The patient was discharged home later the same day. The patient was in stable condition, however, was dizzy and fatigued. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.